Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised due to complaint of mechanical sensations and groin pain. The asr cup was found to be loose, with less than 25% bone ingrowth upon removal. Update: (B)(6) 2011 - medical records were received. The revision operative report states pt had increasing pain and dysfunction with mechanical features of grinding, popping sensations and increasing pain. The complaint was reopened to add the femoral head; however, there is no information that would change the investigation.